Event description:
It was reported that during an elective pump replacement procedure for normal end of life (eol), the healthcare provider (hcp) felt the catheter flow was "not optimal" and elected to replace the spinal catheter section. The hcp felt there was residue in the end of the catheter. The medication being delivered was morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the catheter revealed dark residue occlusion and dark material in the dispensing hole of the segment. The catheter was occluded, but it was able to break loose during the decontamination process.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, partially explanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.